Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx5539 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that visible rust was seen with the scalpel. No other information was provided. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of potential corrosion on the scalpel is confirmed but the exact cause remains unknown. One photo sample of a scalpel was provided for evaluation. The scalpel is shown without its protective plastic cover. An orange-brown discoloration and grainy texture appear to be present on the blade. A second scalpel with the protective cover and a guidewire hoop are present in the background. Based on the condition of the sample shown, possible contributing factors include environmental factors and storage conditions. The conditions in which this component was exposed to is unknown; therefore, the exact cause remains unknown. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the report event. H3 other text : device not returned for evaluation.

Event description:
It was reported that visible rust was seen with the scalpel. No other information was provided. It was reported this occurred with five devices. This report addresses the first device.